Event description:
Clinical rationale: an impella 5.5 was surgically inserted via the right axillary/subclavian artery in a 35-year-old male patient with end stage non ischemic familial cardiomyopathy presented in scai stage e shock after admission with lactic acidosis > 20, nausea, vomiting, and respiratory failure requiring intubation. The patient had a history of renal failure, IV drug use, and a prior pulmonary embolism treated with eliquis. Based on his rapid clinical deterioration and ongoing transplant evaluation, an impella 5.5 was implanted as bridge to transplant support. The device was successfully inserted, and the patient was transferred to the ICU on p 7 support. During support, adjustments to purge fluid was made, heparin was started, and an incidental finding of a left internal jugular thrombus was found when attempting central line placement. In addition, an alarm triggered noting a leak in tubing; the purge cassette was removed and reinserted, resolving the alarm without further issues. The patient remained hemodynamically supported and was successfully weaned, ultimately surviving to explant. Based on the available information, the thrombus appears to be more consistent with the patient¿s underlying critical illness, anticoagulation status, and procedural factors rather than a malfunction of the impella 5.5 device. The purge leak was corrected with routine troubleshooting, and no evidence suggests an intrinsic device defect. Current findings indicate that the device functioned as intended throughout support, with final assessment pending full product analysis.

Manufacturer narrative:
B3. Revised event date as it was reported incorrectly on the initial report that was submitted. B5. Clinical rationale was added. E1. Added zip code extension as it was omitted from the initial report that was submitted. G3. Date on initial report was incorrect and should of reflected 07-sep-2025.

Manufacturer narrative:
Correction e4. The investigation of the reported failure mode has been completed. Peri-procedural adverse event(thrombosis/thrombus): the root cause of the injury was unable to be determined due to insufficient clinical details. Device history review: the device passed all the post sterile inspection checks.

Manufacturer narrative:
Correction: b3: date of event was corrected. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The user facility reported that during support on impella 5.5 on (B)(6) 2024, the patient started heparin per intensive care unit cts. Was previously on eliquis for pulmonary embolism. Lij thrombus seen when attempting central line. Bicarbonate was added to purge fluid. Plan to replace a-line, attempt adding pulmonary artery catheter.